Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "healthcare professional from facility had a patient in the ER today sent for a leaking PICC. We confirmed tip with xr and then tried cathflo and still leaking at site. Pulled the PICC and there was an opening about 4 cm from insertion site (was zero out.) PICC was placed here on 10/4/23. Patient reported it being ¿positional¿ at home. Contrast-no" additional information received 21 november 2023: the event did involve a patient. The patient did get sent to our emergency room from their home health care company. The line was removed and replaced.

Event description:
It was reported, "healthcare professional from facility had a patient in the ER today sent for a leaking PICC. We confirmed tip with xr and then tried cathflo and still leaking at site. Pulled the PICC and there was an opening about 4 cm from insertion site (was zero out.) PICC was placed here on (B)(6) 2023. Patient reported it being "positional" at home. Contrast-no". Additional information received on 21 november 2023: the event did involve a patient. The patient did get sent to our emergency room from their home health care company. The line was removed and replaced.

Manufacturer narrative:
Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3cm and 4cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.